Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5079576) on 18-sep-2018. The most recent information was received on 26-nov-2018. This spontaneous case was reported by a consumer and describes the occurrence of endometrial ablation ("ablation") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. Concomitant products included levothyroxine sodium (synthroid) and sertraline hydrochloride (zoloft). On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient underwent endometrial ablation (seriousness criteria hospitalization, disability, life threatening and intervention required), experienced feeling abnormal ("brain fog"), anxiety ("emotional anxiety ") and depression ("depression") and was found to have weight abnormal ("weight issues"). At the time of the report, the endometrial ablation, feeling abnormal, weight abnormal, anxiety and depression outcome was unknown. The reporter provided no causality assessment for anxiety, depression, endometrial ablation, feeling abnormal and weight abnormal with essure. The reporter commented: event (unspecified) date reported as (B)(6) 2018. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality safety evaluation of ptc (product technical complaint). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
"E" was initially received via regulatory authority (food and drug administration, reference number: mw5079576) on 18-sep-2018. This spontaneous case was reported by a consumer and describes the occurrence of endometrial ablation ("ablation") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. Concomitant products included levothyroxine sodium (synthroid) and sertraline (zoloft). On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient underwent endometrial ablation (seriousness criteria hospitalization, disability, life threatening and intervention required), feeling abnormal ("brain fog"), weight ("weight issues "), anxiety ("emotional anxiety ") and depression ("depression"). At the time of the report, the endometrial ablation, feeling abnormal, weight, anxiety and depression outcome was unknown. The reporter provided no causality assessment for anxiety, depression, endometrial ablation, feeling abnormal and weight with essure. The reporter commented: event (unspecified) date reported as (B)(6) 2018. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.